Manufacturer narrative:
Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occurred in the upper battery pack between the cells and printed circuit board (pcb). There was a blackening on the top of the lower battery pack and its printed circuit board (pcb). Cells 4, 5 and 6 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes the investigation. Upon initial receipt of the complaint, aribex did not believe the event was a reportable event. However, during an investigation on 02/06/2017, it was determined that the event is reportable. A recall is ongoing. Reference z-2716/2717-2016.

Event description:
It was reported that the battery is showing red on the charger. The unit was not in use at the time. There was no report of injuries, user or patient involvement.